Event description:
The customer reported that the system displayed a "file system corruption" error message which would prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.